Event description:
It was reported the patient had an advance sling implanted on an unknown date. The patient's incontinence worsened after the advance was implanted. On (B)(6) 2014, the patient was implanted with another incontinence device. No additional patient complications were reported in relation to this event.